Event description:
Information was received that one of the locking screws in the implanted nail backed out. The patient was instructed to continue lengthening and later during a clinic the screw was noted to be completely backed out. A revision procedure is planned on an unknown date to re-adjust the screw. The patient was reported to have presented with pain adjacent to the backed out screw.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
The locking screw was not returned to nuvasive for in-person investigation as it remains in-situ. During evaluation of the provided radiographic images it was noted that the distal locking screw is approximately 1 cm proud with the threads not engaged in the lateral femoral cortex which demonstrates backing out of the distal locking screw. Due to limited provided information the cause for the confirmed failure cannot be identified. Device records review: review of the device history records indicated that the unit met all quality inspections and specifications prior to release.

Event description:
No additional information has been provided at this time.